Event description:
Consumer called to report testing her son, reading was 98. Son was crying and did not feel well, retested later with a reading of 56. Started to have seizures and called the paramedics. Believes the blood sugar was actually lower than readings.